Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status eri, 393 charging cycles were recorded to the device memory. The amount of charge taken from the battery was verified, indicating the battery status eri to be as expected. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right ventricular channel, leading to multiple charging cycles that finally resulted in one shock delivery, confirming the clinical observation. Therefore a sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. Next, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock, however the charging was aborted due to a depleted battery at this point of analysis. However, based on the available data it is reasonable to assume that all therapy functions were available while the device was implanted and in service.

Event description:
Ous MDR - noise on the rv lead has been detected as vf events. The patient received one inappropriate shock as a result. In addition, due to several device-charging cycles, as a result of the inappropriate vf, the battery was depleted. No event or explant date was provided. The lead was not extracted, but the ICD was returned.